Manufacturer narrative:
Product event summary: analysis noted that the lead connection flex assembly, cable assembly and heart wire were damaged, as a result these components were replaced.

Event description:
It was reported the signal output connector was broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.